Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue; however, the customer declined further servicing.  The device was then returned to the customer unrepaired.   The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not fully power off when prompted.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio confirmed the reported issue also observed that the device had a white display.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary.